Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to accurately indicate that the initial reporter is a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty video processor connector could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. A faulty video processor connector was discovered and causing no image to appear. Additionally, the focus ring was found cracked and the rear label was faded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus 4k camera head due to an unspecified failure. According to the initial reporter, the unit was ¿not working correctly¿. Reportedly, this event took place during procedure preparation and had no report of patient harm. During the device evaluation, it was discovered that the unit was not producing an image. This report is being submitted to capture the confirmed lack of image found during the device evaluation.